Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station drawer 4 had failed to stay closed and attempts to reboot and recover the drawer had not resolved the issue. The field service engineer (fse) had identified the problem as a missing magnet and replaced it, reinstalled the drawer, restarted the station, and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer 4 was failed to stay close and unable to recover storage space. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.